Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, the physician placed a clip for an ulcer in the stomach. The patient came back for a repeat procedure on a different date and found that the clip was embedded in the ulcer wherein the tissue grew around the clip. The physician could not remove the clip through endoscopy. The patient was transferred for surgery to remove the clip. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed no patient complications have been reported as a result of this event.